Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blades broken at the tip. A piece approximately 1 mm x1 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding scissors were broken at the tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).

Event description:
It was reported that during central processing procedure, the 8mm monopolar curved scissors (mcs) instrument was found to be broken at the tip. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is a scratch on one of the jaws and nothing was broken off and nothing seems to be missing, it looks like there could have been a collision with something but is not visible without a magnifying glass as the monopolar curved scissors (msc) was already well used according to its state.